Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by not feeling well. The cause of the peritonitis was not reported. The patient was hospitalized and treated with unspecified antibiotics for the event. Six days after hospital admission, the patient was discharged. At the time of this report, the patient remained on antibiotics; the patient outcome and action with pd therapy were not reported. No additional information is available.